Manufacturer narrative:
Analysis found that the customer's allegation could not be verified because the handpiece could not be tested due to grinding and non-medtronic cable. There was foreign material built up on bearing which caused corrosion. All internal parts were corroded and the cable failed. Item was repaired, cleaned and tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was overheating and not oscillating during the procedure. There was no patient impact.